Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1007 indicative of the capacitor charge time exceeding the limit. Additionally, the device was at battery capacity depleted (bcd) and reached elective replacement indicator (eri). The patient went into a ventricular fibrillation episode and had to be externally shocked. The patient was admitted to the hospital due to cardiac arrest, taken to the intensive care unit (ICU) and was intubated. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported.